Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had leakage where the tubing is connected. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Seventy (70) insyte autoguard blood control 22 gauge units were received in support of this complaint. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to any of the components received. Next, a water leak test was performed on the returned units and no leakage was found. Based off of the visual inspection and water leak test the engineer was unable to verify the reported issue. There was no physical or mechanical evidence found to support the manufacturing process as the root cause and no corrective actions were deemed necessary at this time. A review of the device history record was performed and no quality issues were found during production. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Investigation conclusion: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter had leakage where the tubing is connected. There was no report of exposure, serious injury or medical intervention.